Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The reported complaint was not confirmed through production and quality testing. The returned attachment was tested by manufacturing personnel and did not meet production specifications for water and chip air leak, spray and cut test. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 43.1 c and 45.1 c under load testing with coolant spray on. These temperatures did not exceed for maximum allowable temperature. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed moderate gear wear on the head-tail and head assemblies. Some debris was noted inside the head and cap cavities and inner components. All components appeared to be very dry and significantly corroded. The lack of lubrication may have caused friction and as a result increase the temperature causing heat reported in the complaint.

Event description:
In this event a doctor reported that an estylus 1:5 attachment overheated. There was no injury or intervention.